Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that some glue on the tip of the probe came off during use.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: when using the probes under arthroscopy, sometimes randomly the white plastic tip swells and takes the form of a ball (protuberance) on the upper part of the electrode. It happened that this protuberance comes off". The failure(s) identified in the investigation is consistent with the complaint record. Further analysis the protuberance observed on top of ceramic was identified as an excess glue applied to the ceramic during manufacturing. The probable root cause/s could be the cleaning/wiping the excess glue after applying was not performed during assembly. An excess force applied to the probe will contribute to the excess glue detachment. It was confirmed the failure condition was to be a result of the manufacturing related issue. When used in a joint the excess glue provides no additional harms to the patient. (B)(4).

Event description:
It was reported that some glue on the tip of the probe came off during use.